Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6). H3: the system was serviced in the field, and the umbilical cable was replaced. Codes b01, c02, d02 are applicable to this analysis. D9, h2, h3: the hardware was returned and analysis was performed. The cable was tested by using a digital multimeter. During bench test, an open connection was found within the cable, failing continuity test. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was flipping between stuck on initializing and standalone. Tried a couple reboots with no change, and tried to reseat the umbilical with no change. There was less than an hour delay in surgery. There was no impact on patient outcome.